Event description:
It was reported that tip detachment occurred. The target lesion was located in the circumflex artery. A comet ii pressure guidewire was successfully used for the procedure. It was noted that the tip of the guidewire became separated into two pieces after it was removed from the patient. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The photo that was attached to the complaint was reviewed, only showed portion of what appeared to be the distal tip of the wire, inside another device in the patient. There was no visible device damage in the returned photo. The occ cable, tip, device shaft, proximal face end, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that there were numerous kinks throughout the body of the wire and that the tip was stretched, bent, and kinked. However, there was no detachment to the tip or body of the wire, as reported. The occ cable was then connected to the bench top testing equipment. The rfid tag associated with this device and the coefficient values were confirmed to be programmed. Product analysis did not confirm the reported event, as the tip of the wire was not detached. However, there was unreported damage found to the device during analysis.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the circumflex artery. A comet ii pressure guidewire was successfully used for the procedure. It was noted that the tip of the guidewire became separated into two pieces after it was removed from the patient. No patient complications were reported.